Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2010 the lay user/patient contacted lifescan (lfs) to report the penlet plus lancing device casing was cracked and broken. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6), 2010 the patient noted the reported lancing device was broken; she was unable to obtain a blood sample for glucose self-testing. Afterwards, the patient experienced the symptoms of shaking and vomiting. The patient did not take any actions or seek any medical attention. The patient manages her diabetes with insulin. The lancing device was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the reported lancing device issue. Therefore this complaint is being reported.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/21/2010. The lay user/patient's lancing device has been returned and evaluated by lifescan product analysis with the following findings: the lancing device involved in this case failed testing. Found with the lancet holder cup issue. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
An aneurx abdominal stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 128 months ago. Aneurysm and vessel morphology from the time of implant are unk. It was reported that during a routine f/u, the aneurysm was found to have expanded (exact size unk). This was attributed to a type 3 endoleak from a fabric tear in the bifurcated stent graft. No intervention has been performed as the pt's family has not decided yet. No clinical sequelae were reported, and the pt is fine.